Event description:
It was reported that a clearlink system continu-flo solution set leaked. During tubing prime, saline solution was "shooting out of the y-site port". The user "attempted" to put a "green cap" on the port; however, "saline continued to leak out around cap". No patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter first name:(B)(6) (previously submitted as (B)(6) correction made to e1: initial reporter last name: (B)(6) (previously submitted as (B)(6) correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as (B)(6) correction made to f10/h6: component codes: replace g04034 with g04135 additional information was added to h6 and h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.